Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune-like symptoms') and metastatic malignant melanoma ('metastatic melanoma with unknown source') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wbc increased. (B)(6) 2018 - pap smear is up to date. (B)(6) 2018 - she had a kub xray several months ago and the essure coil implant on the right side was turned in a different direction compared to the left fallopian tube implant. (B)(6) 2018 removal details: finding: normal-appearing female pelvic anatomy, no gross evidence of migration or perforation of the fallopian tubes 'with the essure device. Concurrent conditions included foreign body in uterus, any part, menorrhagia, dysmenorrhea, coccyx pain, back pain, fractured coccyx, weight gain, lfts raised, venereal warts, overweight, hypertension, upper respiratory tract infection, coughing, sore throat, ear pain (right), postnasal drip, productive cough, exercise induced asthma, depression, nicotine addiction, allergic rhinitis, obesity, asthma, fatigue, shortness of breath, sputum increased, pharyngitis, malaise, vitamin d deficiency, dry skin, hair thinning, constipation, cold intolerance, subclinical hypothyroidism, epidermoid cyst, feeling down, smoker, thyrotropin high, headache, secondary dysmenorrhea, menopausal symptoms, ruq pain, pain in extremity, contusion, abdominal pain, nausea, tiredness, general body pain, spotting menstrual, vaginal discharge (clear to white), vaginal itching, dyspareunia, night sweats, vision abnormal, snoring, dry mouth, heartburn, muscle ache, peripheral swelling, restless legs, anxiety, postoperative pain, chest tightness, oedema peripheral, memory impaired and seasonal allergy. Concomitant products included bupropion hydrochloride (bupropion hcl ER), bupropion hydrochloride (wellbutrin), colecalciferol (cholecalciferol), doxycycline hyclate, fluticasone, hydrocodone, ibuprofen, levothyroxine, oxycodone hydrochloride;paracetamol, paracetamol (acetaminophen) and pembrolizumab (keytruda). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), hypothyroidism ("hypothyroidism"), acne ("acne all on my nose"), fatigue ("fatigue") and vision blurred ("lack of focus") and was found to have metastatic malignant melanoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, metastatic malignant melanoma, allergy to metals, hypothyroidism, acne, fatigue and vision blurred outcome was unknown. The reporter considered acne, allergy to metals, autoimmune disorder, fatigue, hypothyroidism, metastatic malignant melanoma, pelvic pain and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2018: impression: moderate volume stool retention; on (B)(6) 2018: impression: prior placement of essure coils in the pelvis. Antinuclear antibody - on (B)(6) 2016: positive. Hysterosalpingogram - on (B)(6) 2015: impression: bilateral tubal ligation. Hysteroscopy - on (B)(6) 2015: procedure detail: both tubal ostea visualized. Bilateral essure inserts placed without difficulty. Pathology test - on (B)(6) 2018: final diagnosis: cervix: no significant abnormality. Endometrium: proliferative pattern myometrium: no significant abnormality. Serosa: no significant abnormality bilateral fallopian tubes: no significant abnormality. Smear cervix - in (B)(6) 2015: wnl. Ultrasound abdomen - on (B)(6) 2018: impression: 1. Unremarkable gallbladder. 2. Moderate hepatic fatty infiltration. 3, the pancreatic body and tail are secured by bowel gas.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms") and metastatic malignant melanoma ("metastatic melanoma with unknown source") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wbc increased. On (B)(6) 2018 - pap smear is up to date. On (B)(6) 2018 - she had a kub xray several months ago and the essure coil implant on the right side was turned in a different direction compared to the left fallopian tube implant. On (B)(6) 2018 removal details: finding: normal-appearing female pelvic anatomy, no gross evidence of migration or perforation of the fallopian tubes 'with the essure device. Concurrent conditions included foreign body in uterus, any part, menorrhagia, dysmenorrhea, coccyx pain, back pain, fractured coccyx, weight gain, lfts raised, venereal warts, overweight, hypertension, upper respiratory tract infection, coughing, sore throat, ear pain (right), postnasal drip, productive cough, exercise induced asthma, depression, nicotine addiction, allergic rhinitis, obesity, asthma, fatigue, shortness of breath, sputum increased, pharyngitis, malaise, vitamin d deficiency, dry skin, hair thinning, constipation, cold intolerance, subclinical hypothyroidism, epidermoid cyst, feeling down, smoker, thyrotropin high, headache, secondary dysmenorrhea, menopausal symptoms, ruq pain, pain in extremity, contusion, abdominal pain, nausea, tiredness, general body pain, spotting menstrual, vaginal discharge (clear to white), vaginal itching, dyspareunia, night sweats, vision abnormal, snoring, dry mouth, heartburn, muscle ache, peripheral swelling, restless legs, anxiety, postoperative pain, chest tightness, oedema peripheral, memory impaired and seasonal allergy. Concomitant products included bupropion hydrochloride (bupropion hcl ER), bupropion hydrochloride (wellbutrin), colecalciferol (cholecalciferol), doxycycline hyclate, fluticasone, hydrocodone, ibuprofen, levothyroxine, oxycodone hydrochloride;paracetamol, paracetamol (acetaminophen) and pembrolizumab (keytruda). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity") and hypothyroidism ("hypothyroidism") and was found to have metastatic malignant melanoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, metastatic malignant melanoma, allergy to metals and hypothyroidism outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, hypothyroidism, metastatic malignant melanoma and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2018: impression: moderate volume stool retention; on (B)(6) 2018: impression: prior placement of essure coils in the pelvis. Antinuclear antibody - on (B)(6) 2016: positive. Hysterosalpingogram - on (B)(6) 2015: impression: bilateral tubal ligation. Hysteroscopy - on (B)(6) 2015: procedure detail: both tubal ostea visualized. Bilateral essure inserts placed without difficulty. Pathology test - on (B)(6) 2018: final diagnosis: cervix: no significant abnormality. Endometrium: proliferative pattern. Myometrium: no significant abnormality. Serosa: no significant abnormality bilateral fallopian tubes: no significant abnormality. Smear cervix - in (B)(6) 2015: wnl. Ultrasound abdomen - on (B)(6) 2018: impression: unremarkable gallbladder. 2. Moderate hepatic fatty infiltration. 3, the pancreatic body and tail are secured by bowel gas. Quality-safety evaluation of ptc: unable to confirm complaint: most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune-like symptoms') and metastatic malignant melanoma ('metastatic melanoma with unknown source') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wbc increased. (B)(6) 2018 - pap smear is up to date. (B)(6) 2018 - she had a kub xray several months ago and the essure coil implant on the right side was turned in a different direction compared to the left fallopian tube implant. (B)(6) 2018 removal details: finding: normal-appearing female pelvic anatomy, no gross evidence of migration or perforation of the fallopian tubes 'with the essure device. Concurrent conditions included foreign body in uterus, any part, menorrhagia, dysmenorrhea, coccyx pain, back pain, fractured coccyx, weight gain, lfts raised, venereal warts, overweight, hypertension, upper respiratory tract infection, coughing, sore throat, ear pain (right), postnasal drip, productive cough, exercise induced asthma, depression, nicotine addiction, allergic rhinitis, obesity, asthma, fatigue, shortness of breath, sputum increased, pharyngitis, malaise, vitamin d deficiency, dry skin, hair thinning, constipation, cold intolerance, subclinical hypothyroidism, epidermoid cyst, feeling down, smoker, thyrotropin high, headache, secondary dysmenorrhea, menopausal symptoms, ruq pain, pain in extremity, contusion, abdominal pain, nausea, tiredness, general body pain, spotting menstrual, vaginal discharge (clear to white), vaginal itching, dyspareunia, night sweats, vision abnormal, snoring, dry mouth, heartburn, muscle ache, peripheral swelling, restless legs, anxiety, postoperative pain, chest tightness, oedema peripheral, memory impaired and seasonal allergy. Concomitant products included bupropion hydrochloride (bupropion hcl ER), bupropion hydrochloride (wellbutrin), colecalciferol (cholecalciferol), doxycycline hyclate, fluticasone, hydrocodone, ibuprofen, levothyroxine, oxycodone hydrochloride;paracetamol, paracetamol (acetaminophen) and pembrolizumab (keytruda). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), hypothyroidism ("hypothyroidism") and acne ("acne all on my nose") and was found to have metastatic malignant melanoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, metastatic malignant melanoma, allergy to metals, hypothyroidism and acne outcome was unknown. The reporter considered acne, allergy to metals, autoimmune disorder, hypothyroidism, metastatic malignant melanoma and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2018: impression: moderate volume stool retention; on (B)(6) 2018: impression: prior placement of essure coils in the pelvis. Antinuclear antibody - on (B)(6) 2016: positive. Hysterosalpingogram - on (B)(6) 2015: impression: bilateral tubal ligation.. Hysteroscopy - on (B)(6) 2015: procedure detail: both tubal ostea visualized. Bilateral essure inserts placed without difficulty. Pathology test - on (B)(6) 2018: final diagnosis: cervix: no significant abnormality. Endometrium: proliferative pattern myometrium: no significant abnormality. Serosa: no significant abnormality bilateral fallopian tubes: no significant abnormality. Smear cervix - in (B)(6) 2015: wnl. Ultrasound abdomen - on (B)(6) 2018: impression: 1. Unremarkable gallbladder. 2. Moderate hepatic fatty infiltration. 3, the pancreatic body and tail are secured by bowel gas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received. Reporter's information added.event: acne all on my nose were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune-like symptoms') and metastatic malignant melanoma ('metastatic melanoma with unknown source') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wbc increased. (B)(6) 2018 - pap smear is up to date. (B)(6) 2018 - she had a kub xray several months ago and the essure coil implant on the right side was turned in a different direction compared to the left fallopian tube implant. (B)(6) 2018 removal details: finding: normal-appearing female pelvic anatomy, no gross evidence of migration or perforation of the fallopian tubes 'with the essure device. Concurrent conditions included foreign body in uterus, any part, menorrhagia, dysmenorrhea, coccyx pain, back pain, fractured coccyx, weight gain, lfts raised, venereal warts, overweight, hypertension, upper respiratory tract infection, coughing, sore throat, ear pain (right), postnasal drip, productive cough, exercise induced asthma, depression, nicotine addiction, allergic rhinitis, obesity, asthma, fatigue, shortness of breath, sputum increased, pharyngitis, malaise, vitamin d deficiency, dry skin, hair thinning, constipation, cold intolerance, subclinical hypothyroidism, epidermoid cyst, feeling down, smoker, thyrotropin high, headache, secondary dysmenorrhea, menopausal symptoms, ruq pain, pain in extremity, contusion, abdominal pain, nausea, tiredness, general body pain, spotting menstrual, vaginal discharge (clear to white), vaginal itching, dyspareunia, night sweats, vision abnormal, snoring, dry mouth, heartburn, muscle ache, peripheral swelling, restless legs, anxiety, postoperative pain, chest tightness, oedema peripheral, memory impaired and seasonal allergy. Concomitant products included bupropion hydrochloride (bupropion hcl ER), bupropion hydrochloride (wellbutrin), colecalciferol (cholecalciferol), doxycycline hyclate, fluticasone, hydrocodone, ibuprofen, levothyroxine, oxycodone hydrochloride;paracetamol, paracetamol (acetaminophen) and pembrolizumab (keytruda). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), hypothyroidism ("hypothyroidism"), acne ("acne all on my nose"), fatigue ("fatigue") and vision blurred ("lack of focus") and was found to have metastatic malignant melanoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, metastatic malignant melanoma, allergy to metals, hypothyroidism, acne, fatigue and vision blurred outcome was unknown. The reporter considered acne, allergy to metals, autoimmune disorder, fatigue, hypothyroidism, metastatic malignant melanoma, pelvic pain and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2018: impression: moderate volume stool retention; on (B)(6) 2018: impression: prior placement of essure coils in the pelvis. Antinuclear antibody - on (B)(6) 2016: positive. Hysterosalpingogram - on (B)(6) 2015: impression: bilateral tubal ligation.. Hysteroscopy - on (B)(6) 2015: procedure detail: both tubal ostea visualized. Bilateral essure inserts placed without difficulty. Pathology test - on (B)(6) 2018: final diagnosis: cervix: no significant abnormality. Endometrium: proliferative pattern myometrium: no significant abnormality. Serosa: no significant abnormality bilateral fallopian tubes: no significant abnormality. Smear cervix - in (B)(6) 2015: wnl. Ultrasound abdomen - on (B)(6) 2018: impression: 1. Unremarkable gallbladder. 2. Moderate hepatic fatty infiltration. 3, the pancreatic body and tail are secured by bowel gas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: fatigue and lack of focus were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms") and metastatic malignant melanoma ("metastatic melanoma with unknown source") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wbc increased: on (B)(6) 2018 - pap smear is up to date. On (B)(6) 2018 - she had a kub xray several months ago and the essure coil implant on the right side was turned in a different direction compared to the left fallopian tube implant. On (B)(6) 2018 removal details: finding: normal-appearing female pelvic anatomy, no gross evidence of migration or perforation of the fallopian tubes 'with the essure device. Concurrent conditions included foreign body in uterus, any part, menorrhagia, dysmenorrhea, coccyx pain, back pain, fractured coccyx, weight gain, lfts raised, venereal warts, overweight, hypertension, upper respiratory tract infection, coughing, sore throat, ear pain (right), postnasal drip, productive cough, exercise induced asthma, depression, nicotine addiction, allergic rhinitis, obesity, asthma, fatigue, shortness of breath, sputum increased, pharyngitis, malaise, vitamin d deficiency, dry skin, hair thinning, constipation, cold intolerance, subclinical hypothyroidism, epidermoid cyst, feeling down, smoker, thyrotropin high, headache, secondary dysmenorrhea, menopausal symptoms, ruq pain, pain in extremity, contusion, abdominal pain, nausea, tiredness, general body pain, spotting menstrual, vaginal discharge (clear to white), vaginal itching, dyspareunia, night sweats, vision abnormal, snoring, dry mouth, heartburn, muscle ache, peripheral swelling, restless legs, anxiety, postoperative pain, chest tightness, oedema peripheral, memory impaired and seasonal allergy. Concomitant products included bupropion hydrochloride (bupropion hcl ER), bupropion hydrochloride (wellbutrin), cholecalciferol (cholecalciferol), doxycycline hyclate, fluticasone, hydrocodone, ibuprofen, levothyroxine, oxycodone hydrochloride;paracetamol, paracetamol (acetaminophen) and pembrolizumab (keytruda). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity") and hypothyroidism ("hypothyroidism") and was found to have metastatic malignant melanoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, metastatic malignant melanoma, allergy to metals and hypothyroidism outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, hypothyroidism, metastatic malignant melanoma and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2018: impression: moderate volume stool retention; on (B)(6) 2018: impression: prior placement of essure coils in the pelvis. Antinuclear antibody - on (B)(6) 2016: positive. Hysterosalpingogram - on (B)(6) 2015: impression: bilateral tubal ligation. Hysteroscopy - on (B)(6) 2015: procedure detail: both tubal ostia visualized. Bilateral essure inserts placed without difficulty. Pathology test - on (B)(6) 2018: final diagnosis: cervix: no significant abnormality. Endometrium: proliferative pattern myometrium: no significant abnormality. Serosa: no significant abnormality. Bilateral fallopian tubes: no significant abnormality. Smear cervix - in (B)(6) 2015: wnl. Ultrasound abdomen - on (B)(6) 2018: impression: unremarkable gallbladder. Moderate hepatic fatty infiltration. The pancreatic body and tail are secured by bowel gas. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.